Event description:
Bone marrow aspirate and biopsy attempted and unsuccessful due to minimal suction. Manufacturer response for jamshidi needle, trap system (per site reporter). ====================== none yet.